Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(6). Manufacturing date: (B)(6) 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a tibial nail insertion procedure on (B)(6) 2016 to treat a tibial fracture. After the tibia nail was inserted, a mallet was used to seat the nail by striking the drive cap that was screwed on top of the aiming arm. During this step in the procedure, the drive cap broke into two pieces and both pieces were easily retrieved; no intervention was required. The nail was seated when the malfunction occurred therefore another device was not required. There was no surgical delay and no harm was reported to the patient. The procedure was successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed. It was reported that the patient underwent a tibial nail insertion procedure to treat a tibial fracture. After the tibia nail was inserted, a mallet was used to seat the nail by striking the drive cap that was screwed on top of the aiming arm. During this step in the procedure, the drive cap broke into two pieces and both pieces were easily retrieved. The returned driving cap is broken at the first hole from the proximal end of the device. In addition there are two small pieces of the threads that are broken off of the device which were not returned. The device has some surface scratches which do not impact functionality. A visual inspection, drawing review and DHR review were performed as part of this investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The exact cause of the complaint cannot be determined, but it was likely a combination of wear coupled with excessive/off angle hammer blows during use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.